Event description:
It was reported that the threshold of this right ventricular (rv) lead increased from 3.05 volts per 0.5 milliseconds to 7.5 volts per 1 second in a span of 6 months since implant. Subsequently, this rv lead was explanted and replaced with a different lead. No additional adverse patient effects were reported.